Event description:
Independent rate change. The pump was programmed to deliver an unspecified medication at a rate of 8ml/hr. No further program parameters were provided. The nurse reportedly "left the room momentarily and when she returned the pump was delivering at a rate of 40ml/hr" instead of the intended rate of 8ml/hr. There were no reported adverse pt effects. Though requested, no additional info was provided.